Event description:
The device was used during a vats procedure. Reportedly, a component disengaged into the pt after using the device. This was found on a post-operative x-ray. Pt was returned to surgery for a re-operation for removal of the component.